Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic right hemicolectomy, firing stopped during the resection of the anal side intestinal tract. The staple line was incomplete at the proximal side. The knife could not be advanced and returned. The knife was returned by resetting the power handle. After the adapter was removed and was set again, the device was used without any problems. Additional tissue resection was required due to the issue and the operation was performed with four firings. When the sales rep checked with the doctor, there was a gap between the shell and the adapter when the firing stopped. The device was removed from the tissue by force.